Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp) and high out of range shock impedance measurements greater than 125 ohms. Fluoroscopic imaging revealed a lead fracture with an externalized wire near the venous access point. The fracture was felt to be due to clavicular crush. An invasive procedure was performed. Lead insulation damage was noted after the pocket was opened. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.